Event description:
It was reported that during the implant procedure, the right ventricular lead could not be inserted into the pulse generators header. The device was not used and a replacement device was successfully implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: final analysis confirmed that it was difficult to insert the atrial test lead into the pulse generators header and the lead insertion force used to insert the lead was out of specification for the product.